Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Review of the device photographs provided by the specialist, revealed a black particulate and leaflet inadequate coaptation. The sapien 3 valve was returned to edwards lifesciences for evaluation. The valve was returned unused with no holder or ID tag attached. Visual inspection revealed one leaflet was in the closed position when compared to the other two leaflets which were in the open position. The leaflet at cp2 remained closed after the valve was removed from the jar and solution. The leaflet flexed to the open position when flexed with a probe. A black particulate was observed on the inflow of the cp2. Two (2) brown specks were observed on cp1 and cp3. It should be noted that the brown specks were not reported in the event description (as compared to the complaint description and the returned photographs). The brown particles may have been introduced to the valve during the device return handling. No other abnormalities were observed on the frame, sutures and skirt cloth. No relevant functional/dimensional analysis was available or performed. Fourier transform infrared (ftir) spectroscopy material analysis were performed on the 3 particulates collected from the returned valve. The brown specks were determined to be ¿protein-like¿ material. The black speck was determined to be polyester or calcium carbonate. As the test result of particulates were not conclusively determined, the exact sources of the black particulate could not be determined. A manufacturing process review was performed and materials, components and tools used to manufacture sapien 3 valves were evaluated. Based on the evaluation items consistent with polyester were identified, but not for calcium carbonate. Calcium carbonate is not used during the edwards manufacturing process. Of the six polyester sourced identified, the scrub is the only one that has a black color option. However, the test results indicated polyester wavelength and the black scrubs are a cotton-polyester material. The scrubs were determined not to be the source of the black particulate. Lot history review did not reveal any other similar complaints. Complaint history review from november 2017 to october 2018 for the edwards sapien 3 valve (model 9600tfx, all sizes) revealed other returned complaints for ¿valve ¿ particulate, contamination¿, ¿leaflet ¿ alleged inadequate coaptation ¿ motion restricted ¿ during prep¿ and ¿leaflet ¿ alleged irregular appearance ¿ during prep¿. A review of complaint history reveals that the occurrence rates did not exceed the october 2018 control limits for the trend categories of ¿particulate, contamination¿ and ¿alleged out of box leaflet movement issues¿. A device history record (DHR) review did not reveal any manufacturing issues related to the particulate contamination and / or inadequate coaptation/irregular appearance issues. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to the valve rinsing instructions, warnings, contraindications, and the directions/conditions for the successful use of the device. During the sapien 3 valve manufacturing process, the in-process glutaraldehyde is changed out at the end of the assembly step. The valve undergoes multiple 100% visual inspections under 8x magnification during valve assembly. Following visual inspection, the glutaraldehyde is changed out to rinse off any loose particulates and / or sutures in the jar or valve. Prior to final packaging, the valve undergoes 100% visual inspection under 3x magnification to ensure no foreign materials are on the valve or inside the jar. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints for ¿valve ¿ particulate, contamination¿ and ¿leaflet ¿ alleged inadequate coaptation ¿ motion restricted during prep¿ and ¿leaflet ¿ alleged inadequate irregular appearance during prep¿ were confirmed based on visual inspection of the returned valve. The spectroscopy results revealed the brown specks were protein material. The black speck was polyester or calcium carbonate. Although the exact source of the black particulate could not be determined, no product related manufacturing non-conformances were identified. The brown specks may have been introduced to the valve during the device return handling. Per a technical summary written by edwards lifesciences, the summary of hydro-performance test data has demonstrated that all the returned complaint valves functioned properly with possessing adequate coaptation, and demonstrating unrestricted motion. All available data from complaints with returned device support the existing device training instructions provided to the clinical specialist and physician that the adequacy of thv valve coaptation and valve appearance should not be evaluated during thv valve preparation. Additionally, the technical summary demonstrated that the manufacturing mitigations in place support that is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place. In summary, no evidence of product non-conformance or device malfunction were found in any of the valves returned for these complaints. The complaint occurrence rate did not exceed the control limit for the applicable trend categories and no labeling or IFU/training inadequacies were identified. As such, no product risk assessment (pra) corrective or preventative action was required.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during the rinse process of a 26mm sapien 3 valve, it was noted that one of the valve leaflets did not move / open as expected. Upon further inspection, a ¿small black fleck¿ on the inside of the leaflet and what appeared to be a ¿small pocket¿ in the tissue (possibly due to the way it was sewn) were observed. After discussion with the physician, the decision was made not to use the valve due to the risk of the valve continuing to function ¿improperly¿. A new sapien 3 valve was successfully prepared and used for the transfemoral tavr procedure. The initial sapien 3 valve was returned to edwards lifesciences for evaluation. The new sapien 3 valve remains implanted in the patient.